Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having convulsions due to low blood glucose. The customer stated her blood glucose was 30 mg/dl then in the 50s. Customer stated she had to change her sensor and she was also getting lost sensor alerts. The customer treated her low blood glucose with juice. The customer declined to troubleshoot because she was a brittle diabetic and often experiences low blood glucose. No additional information provided.